Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. An x-ray was performed and no anomalies were noted as the lead tip and helix appears intact and undamaged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with right sided chest pain. An echocardiogram and computerized tomography (CT) scan confirmed a micro-perforation of this patient's atrium and right lung resulting in a pneumothorax. A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.